Manufacturer narrative:
The thermogard xp ivtm system (sn unknown) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by cleaning and drying the air trap holder. The biomed tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn unknown) generated an "air trap" alarm due to the saline leak from the start-up kit (suk) (lot# unknown). The saline was noted on the air trap holder and in the air trap chamber. The dwell time of the suk was one week. Another thermogard console and the suk were used to continue treatment. No consequences or impact to the patient.